Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a prostatectomy procedure, when the needle was attempted to be removed from the packet, the thread and the needle were noted to be not engaged. Another device was used to complete the procedure, the event occurred during the procedure but the product was not used on the patient. There was no patient injury.